Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device had cracked case at display window corners and display window and minor scratched lcd window.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer changed the battery and received a button error alarm. Blood glucose value was 186 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.